Event description:
During the evaluation of the trilogy100 at the manufacturer's service center, it was confirmed that the device did not meet criteria of evaluation process for error codes 107, 175, 193 and 290. The device was scrapped.